Manufacturer narrative:
Gtin for model 2260-0500, lot 17015166 is 07613203012591. The customer¿s report that the set leaked was confirmed. During visual inspection of the set it was noted that the nitro tubing had a slice cut approximately 27 ½ inches below the lower fitment, measuring 0.1261 inches long. Functional and pressure testing confirmed leaking from the cut. The cause of the reported leak was identified as damage on the nitro tubing. The root cause of the damage was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while the clinician was performing a scheduled tpn tubing change, it was noted that tpn was leaking from the middle of the new primary set after it was connected. The tubing was replaced and there was no patient harm.